Event description:
It was reported that the pt complained that since implantation she had an unpleasant electric sensation in the implant area whenever she wore the speech processor, and so was unable to have satisfactory usage of the device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.